Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0307301. Bd quality performs a systematic approach to investigate false negative or discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation was performed on the batch number provided and no relevant issue was found. Retention sample testing was not done because the material was past its expiration date. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, materials past expiry will not be tested. The root cause could not be identified. A trend analysis for false negative or discrepant results was conducted, no adverse trend was identified. No corrective actions were taken at this time.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact.(B)(4).